Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, limited range of motion, and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected medical device clinical codes.

Event description:
It was reported via legal documentation that approximately 60 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, weakness, swelling, limited range of motion and loss of mobility. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitant devices unknown the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.